Manufacturer narrative:
Manufacturing date: may 23, 2017 - may 25, 2017. The device was not returned; however, a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image could not verify the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The infusor was being filled with 0.9% nacl and 5-fu using a non-baxter automated compounding device. The total volume was 110ml. There was no patient involvement. No additional information is available.